Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the balloon was in a deflated state and contrast was visible in the balloon and inflation lumen. A 12.5mm longitudinal tear was noted in the balloon material. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous proximal to mid right coronary artery. The physician ablated the lesion using rotablator. Next, the physician advanced the 12mm x 3.00mm quantum apex balloon catheter to predilate the lesion. The quantum apex balloon was inflated once to 10 atms and ruptured. Pre-dilation was completed with a 3.25mm x 15mm maverick balloon catheter inflated to 16atms. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous proximal to mid right coronary artery. The physician ablated the lesion using rotablator. Next, the physician advanced the 12mm x 3.00mm quantum apex balloon catheter to predilate the lesion. The quantum apex balloon was inflated once to 10 atms and ruptured. Pre-dilation was completed with a 3.25mm x 15mm maverick balloon catheter inflated to 16atms. No patient complications were reported and the patient's status is good.